Event description:
A pt developed a ventricular tachycardia, the monitor alarm did not sound to alert the nurses of the event. The nurse observed the event on the monitor. Assessment of the monitor by marquette and the biomed dept were unable to determine the cause of the problem.